Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported "door close errors" as a door not fully latched alarm caused by a loose upper link screws. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had constant door close errors. It was also reported that there was no pt injury.